Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. Pump reset, low battery, then "pump in safe state" message occurred in 2008. The pump contained morphine sulfate 25 mg/ml. No patient symptoms were reported. Per the reporter, "the patient was receiving intermittent infusion". The pump was explanted and replaced. Additional information has been requested from the hcp, but was not available as of the date of this report.